Manufacturer narrative:
Patient¿s birthday was not provided, (B)(6) 1945 was used based on age of patient a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd 6 in non-dehp minibore extension set the loose connection led to leaks. There was no report of patient impact. The following information was provided by the initial reporter: risk management staff received three reports from the CT technicians that the new IV extension sets, bd maxgaurd extension set were not tight enough and contrast was blowing out IV lines and blowing out of the clave.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of connection issue - leakage could not be verified due to the product not being returned for failure investigation. A device history record review for model me1227 lot number 21065065 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd 6 in non-dehp minibore extension set the loose connection led to leaks. There was no report of patient impact. The following information was provided by the initial reporter: risk management staff received three reports from the CT technicians that the new IV extension sets, bd maxgaurd extension set were not tight enough and contrast was blowing out IV lines and blowing out of the clave.